Event description:
Information received indicates the brake will hold but will skip out of the brake mode when the bed is pushed hard.

Manufacturer narrative:
The technician replaced the brake detent mechanism to repair the bed.